Manufacturer narrative:
Conclusion: the reported event was confirmed. The reported alarms of ac power failure when plugged into a good ac outlet were verified during service. The service technician found the power supply output voltage was steady at 30.0vdc, both fuses checked good, and the batteries were installed in (B)(6) 2022. Whenever the device was turned on, it kept alarming ac power failure with the rear power switch on and connected to a good outlet and after about 10 minutes it would stop alarming. This was repeated several times prior to repair. The issue was resolved by replacing the assy 560 bio-console syscon. Post repair testing was performed per specifications. Due to the available information and the age of the instrument, the most likely cause is normal component wear out. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation:the reported alarms of ac power failure when plugged into a good ac outlet was verified during service. The service technician found the power supply output voltage was steady 30.0vdc, both fuses checked good and batteries were installed (B)(6) 2022. Whenever the device was turned on, it kept alarming ac power failure with the rear power switch on and connected to a good outlet and after about 10 minutes it would stop alarming. This was repeated several times prior to repair. The issue was resolved by replacing the system controller module and performing required calibrations. Post repair testing was performed per specifications. Service closed date:(B)(6) 2023 by (B)(6) note:the instrument was not returned to medtronic facility but was serviced by field service technician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that there were alarms of ac power failure when plugged into a good ac outlet. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.